Event description:
A female underwent initial endovascular therapy in 2006. One main body and two iliac leg grafts were placed. Over time the iliac leg graft on the left disconnected from the main body, so in 2008, the physician placed an additional iliac leg graft as a bridge. At this time images and planning and sizing information is unavailable. Patient is fine.

Manufacturer narrative:
Each zenith device is shipped with instructions for use (IFU) listing the anatomical requirements, warnings, precautions, and the correct deployment procedure and stresses the importance of lifelong follow-up to assess the patient's health and performance of the endovascular graft. Changes in the structure, should they occur, should require enhanced follow-up for the patient. The device remains implanted and no images were provided to assist in this investigation. An internal clinical review indicated that the event was due to anatomical changes over time. However, we have notified the appropriate individuals and we will continue to monitor for similar events.